Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced atrial fibrillation. When the patient was no longer in atrial fibrillation capture could only be seen in 2 vectors at 3.75 v at 1.0 ms. The patient will be re-evaluated in one month.

Manufacturer narrative:
Correction - should have been (B)(6) not hospital for sick children as initially reported.

Event description:
New information noted that the left ventricular lead was programmed off one month post implant due to the previously reported high capture thresholds and phrenic nerve stimulation and the device was programmed to ddi mode.